Event description:
The patient had a full vns replacement surgery on (B)(6) 2016. At the time of explant, the battery life was reported to be ok and impedance within normal limits. The explanted products have not been returned to the manufacturer to date. No additional pertinent information has been received to date.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016 the nurse stated that the reason for the patient's generator replacement was due to the battery being very low and the patient having a lot of seizures. The nurse clarified that the patient is having an increase in seizures and they are attributed that to the battery being low. She knows that the battery was less than 25% but could not remember the exact results. When asked about if the increase in seizures was above or below pre-vns seizure rate, the nurse said she did not know because he was a patient that was transferred to them and already had the vns in place. Although surgery is likely, it has not occurred to date.